Event description:
Pdc received a call on (B)(6) 2013 to report medical intervention that occurred in (B)(6) 2012. Patient was unsure of day and/or time. Patient reported falling asleep only to wake up in the hospital. She said her glucose levels dropped while she was asleep. Prodigy meter was not reported as being used before, during or after event. Per patient, the housekeeper found her still "asleep"/passed out and called the medics. Patient was unsure of details surrounding the event but said she was hospitalized for 24 hours. Treatment also unknown but patient guessed she was given an IV. Patient reported having similar incidents previously and doctors suggested she call the manufacturer of her meter to check on accuracy. Prodigy sent replacement along with a prepaid envelope for return of suspect products.

Manufacturer narrative:
Patient did not return suspect product(s), thus evaluation could not be performed. It is very likely that the medical intervention is the result of too much insulin and/or the patient not taking proper measure(s) to adjust their glucose levels. There is consistency in the patient's stored readings, indicating normality with high numbers. The prodigy meter was also not reported as being used during the time of the medical intervention.